Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, serial# unknown, product type: catheter. (B)(4).

Event description:
It was reported that the patient¿s pump was refilled at 11 am on (B)(6) 2014. At approximately 2 am on (B)(6) 2014, the patient began to experience symptoms of altered mental status, vomiting, and shakiness. Approximately 24 hours after the refill the patient presented to the emergency room (ER) and was hospitalized. At that time the patient had altered mental status and arm tremors. The patient also had symptoms of pain and seizures. The patient was sent to another hospital and was admitted to the intensive care unit (ICU). The patient was monitored for meningitis and other signs of infection and nothing had been found. The drug was also sent for testing. A side port aspiration was done along with other medical testing. The physician reported that the reservoir volume matched what was expected. Per the physician, it was unclear what the cause of the symptoms was. It was decided to remove the drug from the pump, including the internal pump tubing. It was stated that the patient felt the symptoms prior to the refilled drug reaching the cerebrospinal fluid (csf). New drug was started in the pump and they were continuing to monitor the patient for all possibilities including issues with the pump and/or the drug as well as any other relevant medical issue that may explain the patient¿s health s tatus. The device system delivered dilaudid 15 mg/ml at a rate of 6.511 mg/day. Additional information has been requested but was not available at the time of this report.